Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed during initial testing, however, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The device's main board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.